Manufacturer narrative:
The product investigation lab (pil) technician performed testing. During further evaluation, the pil technician determined that the suspect solenoid that initially created 110b "proximal pressure sensor autozero failed" error was faulty due to a suspected contamination issue. The pil technician therefore concluded that solenoid 3 was faulty.

Event description:
Philips received a complaint from the customer on the v60 indicating that a 110b check vent: proximal pressure sensor autozero failed occurred when the sales representative performed a pre-delivery test run in the sales office. It was reported that there was no patient involvement at the time the issue was discovered. There was no reported delay in therapy. The manufacturer's product support engineer (pse) evaluated the device and confirmed the 110b check vent: proximal pressure sensor autozero failed error code in the event log. The pse replaced solenoid valves 3 and 4 and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).